Event description:
It was reported by the patient advocate that the patient with this cardiac resynchronization therapy defibrillator (crt-d) felt as though the device turned off over the past three days and experienced unusual sensations on the right side of the device. The patient was referred to a physician for device evaluation. To date, this crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported by the patient advocate that the patient with this cardiac resynchronization therapy defibrillator (crt-d) felt as though the device turned off over the past three days and experienced unusual sensations on the right side of the device. The patient was referred to a physician for device evaluation. To date, this crt-d remains in service. No adverse patient effects were reported. This supplemental report is being filed as the patient advocated reported that the patient passed away on (B)(6) 2025. Prior to the patient passing, the patient was in hospice care and four days prior to his death the patient had a lot of premature ventricular contraction (pvc)s. The patient advocate was concerned that the pvcs caused the battery to drain and wanted a printed report. Technical services referred to contact the clinic. The patient's death is not related to the device.